Event description:
It was reported that during an open low anterior resection procedure, the surgeon fired the device and did not feel the washer break. Once opened, the staples were only deployed on one side. The surgeon hand sewed the area. There was no adverse patient impact. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.